Event description:
At the end of the procedure the physician looked at the graft and noted a leak and placed a cuff graft which worked. At the one month follow up a type iii endoleak was noted at what appears to be the crotch area of the graft. The physician will schedule a repair procedure.

Manufacturer narrative:
The device was not returned for evaluation. Work order (B)(4) was reviewed and appears complete and correct. There are a number of processes and checks in place to ensure that any holes or damage to the graft is identified during manufacture. The william cook australia medical director reviewed the supplied imagining and confirmed there was an endoleak, this endoleak is seen to be emerging between the distal end of the zfen-p and the bifurcated portion of the zfen-d. The IFU supplied with the complaint device for general information only lists endoleak as potential adverse events and states: ¿the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft¿. Based on the information provided a definitive root cause cannot be attributed. There is no evidence to indicate that the device was not manufactured to specification.

Event description:
At the end of the procedure the physician looked at the graft and noted a leak and placed a cuff graft which worked. At the one month follow up a type iii endoleak was noted at what appears to be the crotch area of the graft. The physician will schedule a repair procedure.